Manufacturer narrative:
Received two photos from the customer. One photo was of the infusion pump and one photo was of the empty lifecare container 100ml size. In the photo of the bag the port was separated from the bag and stuck on the used piercing pin. The complaint of leakage and separation can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been requested to be returned for investigation, however, it has not yet been received.

Event description:
The entire port of a empty lifecare container 100 ml size reportedly came out upon opening the bag and unspecified fluid/solution fell onto the floor. This product issue was noted when the staff went to open the access port for a patient's infusion. There was no report of any human harm.